Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of morbid obesity and deep vein thrombosis (dvt) despite anticoagulation therapy. The patient is reported to have recently undergone surgery for the release of a right middle trigger finger. The indication for the filter placement was reported to be as prophylaxis prior to a planned knee surgery. The filter was implanted via the right common femoral vein and placed with its tip at the level of the renal veins. The patient is reported to have tolerated the procedure well and without complications. Approximately ten days after the filter implantation, the patient underwent total knee arthroplasty for advance left knee arthritis and pain after having failed more conservative management. Approximately six years and four months after the filter implantation, the patient underwent a computerized tomography (CT) scan. These images were reviewed three years later and noted an infrarenal filter that had perforated the inferior vena cava (ivc) with multiple struts extending extra-luminally by up to 5mm. Some of these struts were in contact with soft tissue and one strut was in contact with the l2-l3 vertebral disc. The filter was tilted anteriorly at its superior aspect and was in contact with the ivc wall. The filter was also tilted posteriorly and laterally at its inferior aspect. There was no evidence of fractured fragments. The CT scan report further noted that the optease filter was considered to be temporary and removable and further evaluation for possible intervention was recommended. The patient reported having become aware of these findings approximately seven years after the filter implantation and further reported having experienced chest pain, organ pain, shortness of breath and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused physical and emotional damages from tilting of the filter, perforation and the resultant symptoms. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. According to the medical records, approximately four months prior to the index procedure, the patient underwent a right middle finger pully release surgery for right middle finger trigger. Per the implant records, the patient was reported to have a history of deep vein thrombosis (dvt) and was on coumadin. The filter was indicated preoperatively for knee surgery. The right groin was prepped and draped in the usual sterile fashion. Using sterile ultrasound technique, the common femoral vein was identified and noted to be patent. Using ultrasound guidance, the common femoral vein was punctured with a needle; a wire was introduced and subsequently, a sheath was advanced to the distal inferior vena cava (ivc). An inferior venacavogram showed a normal inferior vena cava and identified the origin of the renal veins. An optease filter was introduced and successfully deployed with its tip projecting at the level of the renal veins. The patient tolerated the procedure well with no immediate complications identified. About ten days after the index procedure, the patient underwent total knee arthroplasty for advanced left knee osteoarthritis, having failed all conservative management in addition to pain and limitation. A history of morbid obesity was noted. Approximately six years and four months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The sagittal reformatted images were submitted for review about three years later. The CT review findings reported an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The superior end of the cordis optease retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly at the superior end, and it contacts the ivc wall. The ivc filter is also tilted posteriorly and laterally at the inferior end, but there is no contact with the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. Two anterior struts perforate the ivc wall both 3mm and reside within the soft tissues. A medial strut perforates the ivc wall 4mm and resides within the soft tissues, and a posterior strut perforates the ivc wall 4mm and contacts the l2-3 disc. One posterior strut perforates the ivc wall 3mm and resides within the soft tissues, and a lateral strut perforates the ivc wall 5mm and resides within the soft tissues. No fracture fragments were identified. The report noted that the optease ivc filter is considered temporary and removable; therefore, further evaluation with interventional radiology was recommended for possible intervention. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, becoming aware of these events approximately seven years after the filter implantation and further experienced chest pain, organ pain, shortness of breath and anxiety related to the filter.